Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was replaced 7 years earlier due to a failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the rv (right ventricular) defibr illation coil developed a fracture due to flexing while in vivo. It was also noted that the distal connector of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).